Event description:
It was reported that the patient presented to the emergency room after receiving inapprorpiate shock due to noise. The lead was scheduled to be replaced when the device reaches eri. The patients condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.